Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device returned. A review of the device history record: device history lot: part # 351.920. Lot # 3l02561. Manufacturing site: bettlach. Release to warehouse date: 29. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on an unknown date, while putting the sets back together after going through the decontamination process, the handles of the two (2) hand held reamers were broken off and no longer usable. There were no patient and surgical involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the hand-reamer f/medull-canal ø6 (p/n 351.920-us l/n 3l02561) was received at customer quality, and upon visual inspection, it was observed that the handle had separated from the drill shaft. The device was clearly sheared off. The complaint condition is confirmed. Dimensional inspection: conclusion: the measuring result does show conformity. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Document/ specification review: manual reamer for long bones. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date, while putting the sets back together after going through the decontamination process, the handles of the two (2) hand held reamers were broken off and no longer usable. There were no patient and surgical involvement. This complaint involves one (1) hand-reamer f/medull-canal ø6. This is report 2 of 2 for (B)(4).